Event description:
The customer stated that they received questionable results for one patient sample tested with the elecsys hcg + beta test system (hcgb) and elecsys progesterone iii on a cobas e 411 immunoassay analyzer. Of the mentioned tests, the sample had an erroneous hcgb result that was reported outside of the laboratory. The sample initially resulted with an hcgb value of < 0.100 miu/ml accompanied by a data flag. This value was reported outside of the laboratory and questioned by the physician. The sample was repeated, resulting with an hcgb value of 1417 miu/ml accompanied by a data flag. The patient was not adversely affected. The field service engineer could not determine a cause. He checked fluidics and ran performance testing. Performance testing was acceptable. The customer ran precision studies. The provided calibration signals from the last calibration performed on (B)(6) 2018 for hcgb were as expected. One level of control was outside of range on the day before and the day of the event. The recovery of the second level of control was within the acceptable range on the day of the event. It was asked, but is not known if the customer used rack adapters for 13 mm. Diameter tubes. A general instrument or reagent problem could not be identified. The investigation could not identify a product problem. The cause of the event could not be determined.